Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and determined the interconnect cable needed to be replaced. No further repair information is available.

Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.